Event description:
Procedure: laparoscopic ovarian cystectomy. According to the reporter: the endo catch gold bag split down the side of the bag during retrieval of a specimen. This then happened with 2 further devices; the bags splitting in various places. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).